Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem. H10: additional narrative. Zimvie received one (1) fos507, (full osseotite® implant 5 x 7mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent dried blood attached to the implant's external threads. The mount disengaged from the implant as intended during a functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120017980. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120017980 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ a definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: fos507, full osseotite¿ implant 5 x 7mm, lot: 2120017980.

Event description:
It was reported that implants could not be disengage from the mount at tooth positions 16 and 26. Placement of 2 out of 5 implants for full maxillary arch rehabilitation. Notably in 16 and 26 positions, mount would not disengage and applying excessive force to do so risked pushing it into sinus and the implants were left in mouth. After 3 months implants failed to integrate and were removed. Patient will come to complete the procedure placing two implants. This report refers to does not disengage event.